Event description:
Customer reported on a second attempt to run controls on the device, it read "lo" prior to dosing the strip. Customer stated the first attempt to run controls produced an error. No treatment was received. A request was made for return product and replacement product was sent.